Event description:
It is reported by the pt's attorney that the device was implanted in 2007. Post-op, patient has been experiencing pain and surgeon has recommended revision surgery. Revision surgery is being scheduled for 2009.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Surgical intervention is planning but, not yet scheduled. The pt age, height, weight, and activity level is unk. Factors which may contribute to acetabular loosening pertaining to kinectiv modular neck and m/l taper stem may be one or a combination of the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of missing connectivity between stem/neck/head interfaces, impingement, or pt activity post-surgery. However, a definitive cause can not be conclusively determined. Results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.